Manufacturer narrative:
The returned device data and fault memory were accessible. A display test was performed, and showed no missing or fainted segments and had no noticeable errors during the investigation. The circuit board was tested for damage or contamination. The investigation showed that the circuit board was contaminated by penetrated liquid which affected the conductive rubber contacts, leading to the missing segments. The penetrated liquid can cause a temporary malfunction of the display and is indicative of improper handling or maintenance by the operator of the device. Medwatch field d9 was updated.

Manufacturer narrative:
The customer¿s products were requested for return. A faded display was confirmed on the returned meter. The investigation is ongoing. Unique identifier (UDI) # (B)(4). Occupation was lay user/patient.

Event description:
There was an allegation of a faint display on a coaguchek xs meter that made the results not easy to read. A test was performed with a result of 2.9 inr. The customer was not sure if the 9 could be a 6 or a 5. The unit of inr was visible but was very faint. A display check confirmed missing segments in the first 8 on the left side of the 888 display. The 8 looked like a 6. The customer changed the batteries and noticed the battery well was corroded.